Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not received at fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on the customer's description of events. The customer has stated that "the y-piece was leaking." Conclusion: without evaluating the complaint device we are unable to determine conclusively what had caused the reported leak; however, based on our previous investigations it is possible that the leaking is due to circuit collar cracking from being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported that the y-piece of an rt380 adult dual heated evaqua2 breathing circuit was leaking. This was found during the pre-use check.